Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not see drops of insulin at the end of the tubing during fill tubing. During troubleshooting with tandem technical support, the customer tightened the connection at the luer lock and was able to complete load and resume insulin delivery. There was no impact to the customer's blood glucose level.